Manufacturer narrative:
(B)(6). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2011-01870. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6), 2011 and suture was used. The suture was broken at not knotted area during continuous suturing. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for suture knot tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.